Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/31/2014. Based on new information provided by the account, this report was determined not to be reportable.

Event description:
Procedure type: gastrectomy. According to the reporter: customer informs that the device was working correctly but in a given moment the union between the device and the rod was not engaged properly and the rotation lost strength/force. The rod did not follow the movement. So in order to solve the problem they used an egiaustnd. No tissue loss or damaged, no bleeding, less than 30 min delay, no reinforcement material used. No adverse event reported due to the problem.